Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 478 mg/dl. The customer was treated with the manual injection. The customer declined high blood glucose troubleshooting. The customer was doing his own troubleshooting with lost communication. The insulin pump will not be returned for analysis.